Event description:
It was reported to a physio-control service representative that the customer¿s device did not respond to any buttons on the keypads being pushed. When the device's speed dial was used, it was possible to scroll through the different menu options, but they could not be selected by pressing the speed dial. There was no information if there was any patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control replaced the user interface pcb assembly and the user interface pcb to system pcb flex cable assembly. Proper device operation was then observed through functional and performance testing. After repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and the user interface pcb to system pcb flex cable assembly. Physio-control determined that the cause of the reported failure was due to the integrated circuit (ic) chip, designator u5 on the interface pcb assembly. This integrated circuit chip, designator u5 showed heat damage and caused loss of all button function after approximately three minutes of on-time.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device would work properly after being turned on, but after a while the keypads locked out. All keys were affected, except for the on/off button. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.